Event description:
The customer reported that the system displayed degraded non-diagnostic images on the monitor and no images on the live monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The bent pin in the connector was repaired. The system was tested and found to be working as intended and put back into service.